Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2291968. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system end cap was loose. The following was traslated from chinese to english: the patient received fluid infusion on the 6th day after the operation, but the heparin cap on the indwelling needle fell off, resulting in fluid leakage. It has been reported to the doctor, the indwelling needle was replaced again, the new fluid was replaced, the patient was comforted, and the treatment time of the patient was not delayed.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system end cap was loose. The following was translated from chinese to english: the patient received fluid infusion on the 6th day after the operation, but the heparin cap on the indwelling needle fell off, resulting in fluid leakage. It has been reported to the doctor, the indwelling needle was replaced again, the new fluid was replaced, the patient was comforted, and the treatment time of the patient was not delayed.